Event description:
It was reported that the patient had previously had very good success with his hearing ability with the implant. Suddenly in 2006, his impression of sound was drastically reduced.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.